Event description:
It was reported the customer had cosmetic damage to their insulin pump. Customer stated there was a crack across their lcd screen. The customer also stated there was a black spot on their insulin pump's screen. The customer could not read their display as a result of the crack. Customer's blood glucose was 95 mg/dl. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had cracked and bleeding display glass, a cracked case at the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.